Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens (iol) using the ez-28 delivery device. During insertion, the lens was delivered into the left eye and was observed to be upside down. Intervention was performed in order to enlarge the incision and remove and replace the lens successfully with a second (B)(4) iol. Reference MDR 1119249-2010-00025.

Manufacturer narrative:
According to the physician, the likely cause of the lens damage was related to the lens injector and a loading error.